Manufacturer narrative:
(B)(4). Concomitant medical products: unknown oxford tibial component , therapy date: (B)(6) 2018. Reported event was unable to be confirmed due to limited information received from customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2018-00786.

Event description:
It was reported that a patient underwent a left knee replacement procedure and subsequently a revision procedure was performed due to bearing dislocation.